Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 410 mg/dl. When customer called, blood glucose value was 398mg/dl and had about 60 carbs and correction was 19.5 u with 1.1 active insulin. Customer also had no delivery on their pump. Insulin pump will not be returned for analysis.